Manufacturer narrative:
(B)(4). The carefusion technical support representative advised the user facility representative that the most likely cause of the alarm was that one of device¿s pressure transducers has lost its calibration. The technical support representative instructed the user facility representative to calibrate the device¿s pressure transducers.

Event description:
The user facility representative reported that the device is alarming "no cal data." There was no report of patient involvement.